Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
Physician observed left side "minimal serous fluid implant" and "particles in valve" during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: yellow particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior, crease fold and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. Physician observed left side "minimal serous fluid implant" and "particles in valve" during surgery. The device has been replaced.